Event description:
It was reported by the physician that they were having issues interrogating pts as the hand-held device (hhd) would display "there is an error establishing communication with the device" and then freeze. The site was unable to move passed that screen. Attempts for further info have been unsuccessful to date.